Event description:
Medium pressure valve dripping clear csf at 1 drop per 45 sec. Post-testing continuity + ventricular access. Request for additional information/clarification was made to the affiliate. It was learned in may 2004 that the valve had been implanted and was explanted due to the difficulty.